Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. No cgm nor blood glucose reading were reported from during the event as the patient did not remember. The patient, however, did allege that an inaccuracy caused the hypoglycemic event and needed treatment. The day of the event the patient was at his apartment when he realized he was feeling symptoms of being low. The patient was not able anymore to perform a fingerstick and experienced a seizure. Somebody called an ambulance, and the patient was brought to the hospital. The patient does not remember what treatment he was given but stated that he was discharged 7 days after the event. The patient declined to provide more information regarding the event. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.